Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative (rep) regarding an implanted infusion pump. The pump was used to deliver unknown morphine 1mg/ml at 0.1mg/day. It was reported that, a catheter revision was being done on (B)(6) 2026 due to a lack of therapy relief. During surgery, the hcp attempted to access the catheter access port (cap) but was unable to aspirate so the spinal pocket was opened and a catheter kink was identified. Per the reporter, too much catheter was initially implanted, causing the kink. A catheter portion was explanted and no additional catheter needed to be implanted, as there was enough remaining catheter. The explanted catheter portion was discarded. The hcp only needed a new anchor. Due to use error, the hcp prematurely deployed the new anchor when the catheter segment was not entirely through the anchor; there was no issue with the product. The physician attempted to feed the remaining catheter through the anchor but was unsuccessful. As a resolution, a new 8785 kit was opened and used during the procedure and was used successfully. The issue was resolved. The rep went to a post-operative appointment and the patient's lack of therapy effect had been resolved.

Manufacturer narrative:
Continuation of d10: product ID 8785, lot# hg8n6db, product type catheter. Product ID 8780, serial# (B)(6), implanted: (B)(6) 2024, product type catheter. Section d information references the main component of the system. Other relevant device(s) are: product ID: 8785, serial/lot #: (B)(6), ubd: 05-jun-2027, UDI#: (B)(4); product ID: 8780, serial/lot #: (B)(6), ubd: 25-jan-2026, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.